Manufacturer narrative:
Summary analysis: the inability of the pt cable to be inserted properly, was the result of a misaligned pt cable connector. This contributed to the lack of sensing.

Event description:
Reporter indicated that no pacing output was observed during an implant on 1/29/97.